Event description:
It was reported that atrial lead had previously exhibited high thresholds. The right ventricular (rv) lead impedances are low with a high sensing integrity counter (sic) count and non-sustained ventricular tachycardia episodes with oversensing. It was also noted that electrogram was not capturing the atrial sense markers. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.